Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) levels were normal the previous night, but were high in the morning. Reported bg levels were 495mg/dl. Elevated bgs were treated via insulin injections. System check could not be performed as the customer had already changed out the site prior to contacting tandem technical support, however it was determined that there are no malfunctions or alarms to indicate that pump is not functioning properly. Recommendation was made that the customer contact tandem technical support prior to changing out supplies, so as to allow for troubleshooting.